Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2016-03-16). The evaluation/investigation confirmed that the biopsy forceps are damaged and defective. The jaws can no longer be opened by operating the handle. The transmission wire is broken apart where it connects with the jaws. However, no part is missing since the broken off device fragment was returned as well. The cause of this damage and the subsequent malfunction of the biopsy forceps is mechanical overload. This overload led to the transmission wire breaking. Therefore, this damage was attributed to abnormal use/off-label use by mechanical overload. The case will be closed from olympus side with no further actions but the reported phenomenon will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results and pro re nata retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The biopsy forceps has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic cystoscopy procedure, the jaws of the biopsy forceps could not be opened by operating the handle. The device was then withdrawn from the patient and it was noticed that a part at the biopsy forceps' distal end was missing. Subsequently, an x-ray was taken where the device fragment was found inside the patient. The fragment was retrieved with unspecified forceps and it was confirmed by x-ray that no foreign objects remained inside the patient. The intended procedure was successfully completed and there was no report about an adverse event or patient injury.